Event description:
According to the reporter: the clips did not hold properly. Additional pressure was placed on the clips causing vessel damage. Some of the clips malformed during use. No bleeding was reported.